Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the charging failure was isolated to a thermally damaged q1 current-controlling transistor and corrupted u13 cmos-flash microcontroller. The cause for the damaged components was isolated to contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.